Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2005 and that a revision procedure was performed on (B)(6), 2010 due to suspected metal debris, metalosis or a pseudotumor. During the procedure, there were no abnormalities noted. The surgeon elected to remove and replace the modular head and acetabular cup. The acetabular cup was not manufactured by biomet orthopedics, inc. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report filed (B)(6), 2010.